Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A consumer reported intolerable glare causing the eye to ache following an intraocular lens (iol) implant procedure. The consumer states that the glare makes any clarity impossible and she has to stay indoors with all window shades closed tight during daylight hours. The lens remains implanted.